Event description:
It was reported by the patient that several months ago a company representative adjusted settings on the implantable cardioverter de fibrillator (ICD) and the device shocked them 97 times and their hair turned white. The patient believes the settings were ¿180 degrees off¿ and was shocked due to this mistake. No further information is available. The device was subsequently replaced due to elective replacement indicator (eri). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).